Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that all checks passed. The internal tank lost 1 psi over 30 minute test and the unit passed all manifolds test and no leaks were present there. The unit passed all functional testing. A supplemental report will be submitted if additional information is provided.